Event description:
It was reported that the titanium adapter separated from the uv flash transfer set patient connector. The transfer set was used for two and a half month prior to the separation issue. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a follow-up will be submitted.